Manufacturer narrative:
Concomitant medical products: product ID: d224drg , serial# (B)(4), implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited superior vena cava (svc) impedance spikes over the last five months. The pacing impedance was also noted to be stable, but had exhibited a very slow rise in impedance since implant. The lead remains in use. No patient complications have been reported as a result of this event.